Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the active exhalation control module had been replaced to address a failed component. This was incorrect. The active exhalation control module was damaged by the technician during service. The component was replaced due to damage not a quality failure.